Event description:
Further follow up with the physician's office confirmed that the generator was actually explanted prior to the high impedance time stamp. Additionally, it was confirmed that the device diagnostics prior to explant were within normal limits. The office informed that the device must have been interrogated after explant, which produced the high impedance reading. No other relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: follow-up report #1 inadvertently listed wrong brand name. Model #, serial #, lot #, expiration date, corrected data: follow-up report #1 inadvertently listed wrong model number, serial number, lot number, and expiration date.

Event description:
A generator was explanted due to prophylactic replacement. The generator was returned to the facility and underwent product analysis, which revealed impedance issues captured in the generator data history. Generator analysis was performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was interrogated and found to be at an end of service condition. In the data dump obtained from the generator, it was noted that the last 25% change in impedance was from a good impedance value to a high impedance value was on a date prior to generator explant, suggesting an impedance issue with the patient¿s lead. Except for the high impedance event, there were no other performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.